Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1822565. This event will be reported under MFR 0001822565 - 2023 - 03258.

Event description:
No further information at the time of this report.

Event description:
It was reported that the patient underwent an initial hip surgery. Approximately four months later, the patient underwent a revision due to dissociation of the liner. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: japan. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by the surgeon. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.